Manufacturer narrative:
Inserted a test p-cap into the retainer ring, and it locked in place properly. The following were noted during visual inspection: cracked case on the battery tube side starting at the left belt clip rail, missing display window cover, cracked middle (enter) keypad button. The unit was received without a battery cap. Unit passed displacement, rewind, prime/seating, basic occlusion, force sensor, occlusion, active current measurement, and self tests; it failed sleep current measurement test. No stuck buttons, multiple press issues, button response delays, or other keypad anomalies were noted during testing. All buttons were tested while navigating the menus, and they all worked properly. No frozen displays, or unexpected display anomalies were noted during testing either. Thus software was utilized and uploaded trace/history files properly. The adapt tool reveals that 10+ 61=stuck key alarms occurred on 03/08/2023 from 00:58:04 to 01:48:49. The adapt tool does not list any pump errors that could potentially trigger a critical pump error (open book image) whatsoever. The case was cut open. After visual inspection, there is corrosion in/around the following: keypad flex cable terminal; pcba1--j7, j6, j1; pcba2--j1, lcd flex cable terminal. The unit passed the keypad voltage test. In summary, the customer¿s report of stuck button alarms and a frozen display both were not confirmed during testing. The high sleep current measurement is due to moisture damage. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer reported a stuck button alarm and a frozen display. Troubleshooting was performed and advised the customer to monitor the insulin pump for 02 hours after installing the new battery; however, the frozen display recurred. No harm requiring medical intervention was reported. The customer will continue to use the device on receipt of a replacement of the insulin pump and will be returned for analysis.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The patient information cannot be provided due to regional privacy regulations. The insulin pump involved in this event is the ngp 640g insulin pump which is not marketed in the united states. However, the device is similar to the ngp insulin pump, which is marketed in the united states. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.